Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low batt or off no power alarms noted during testing or in the long trace or pump history. However, after removing the battery main screen stayed on. Corroded power board noted during visual inspection. Unit received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had battery issues with the insulin pump. They had already changed the battery but the battery life indicator on the insulin pump was still red. The customer¿s blood glucose level during the incident was 320 mg/dl. The customer also mentioned that at one point their blood glucose level was 400 mg/dl. Troubleshooting was performed. The device will be replaced and returned for analysis due to it not recognizing the new battery and the insulin pump was not alarming with any alerts.